Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 exchange on (B)(6) 2021. The patient had a suspected phase to phase short circuit in their percutaneous lead which led to pump stops. The patient previously underwent a percutaneous lead repair (2916596-2021-03495). It was reported on 7oct2021 that the patient was alive and doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of all wires which would have contributed to the reported pump stoppage events (first reported under MFR. Report # 2916596-2021-03495). (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing and the remaining distal portion measuring approximately 35¿ was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow graft, outflow graft bend relief, as well as the outlet elbow were also returned attached to the pump. A bend relief collar was present and secured with green suture. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers of the driveline were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of all wires in an area 31.5-33.5¿ from the controller connector. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments from all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted. If any of the exposed conductor from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the low speed operation and pump stoppages previously reported under (B)(4). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.